Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error (errors e226 and e238) during a procedure involving the olympus autoclavable camera head. There was no patient injury reported.